Event description:
The lay user/patient contacted lifescan alleging the meter has apply sample issues. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
This event was reviewed by aga medical erosion board chairs on 29 april 2011 and definite erosion was confirmed.

Manufacturer narrative:
The 26mm amplatzer septal occluder was received at aga medical in its original configuration. Roughly 30% of the device surface, both the right and left atrial discs, was covered by fibrin and no signs of thrombosis were noted. This partial fibrin deposit on the device surface indicated a sign of the healing process in its very early stage. The right and left atrial disc diameters were measured and found to meet dimensional specifications and no broken wires were detected. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests. Review of the medical records and images by aga's medical consultant resulted in the following findings: this adult female patient was found to have large asd with right ventricular enlargement. She underwent aso placement without any complications. Two days after the procedure she felt unwell and experienced palpitations followed by collapse. She was transported to the hospital where an echocardiogram showed a pericardial effusion. This necessitated transport to another hospital where the device was surgically removed and the asd was repaired with a patch. Review of the angiograms showed the balloon sizing and device placement. No clinically important information could be obtained from the angiograms. The implantation echocardiogram showed a moderate sized asd. The aortic rim was absent in the aortic sino-tubular ridge vicinity and the superior rim was deficient. According to aga's medical consultant, the diameter of the asd in short axis view was 22mm which included the thin posterior rim. In the bicaval view, the inferior vena cava (ivc) rim was thin and flailing. If the diameter of the defect was measured from the thin, flailing ivc to the superior vena cava rim, it was a small defect of about 12-14mm. During balloon sizing, however, the thin ivc rim was pushed outward and the stop flow diameter of the defect was 22mm which is normal in balloon sizing. The defect diameter measured by the echocardiographer was 25+mm. Based upon the measurements, a 26mm aso was placed without difficulty. The aso appeared to fit the defect well and there was no splaying of the device on the aorta. Of note was the significant change in diameter of the device during the cardiac cycle which was consistent with the dynamic nature of the defect. This "buckling" of the device seemed to push the edge of the discs, especially the left atrial disc, into the atrial wall and the aorta. The echocardiogram obtained the day after the procedure showed adequate position of the device without any residual shunt. The final two echocardiograms provided for review showed the pericardial effusion and tamponade as well as the intra-operative echo which showed that the device had been replaced with a patch. The operative note was not provided; however, it was reported that there was a 1.5cm tear in the upper roof of the left atrium which was repaired and all else appeared normal. The following risk factors for erosion were seen in this patient: absent aortic rim near the sino-tubular area, deficient superior rim, dynamic defect, device over-sizing by at least 2-4mm. According to aga's medical consultant, the device over-sizing was the most important cause that resulted in erosion.

Event description:
According to the information received, the patient underwent percutaneous transcatheter closure of an atrial septal defect (asd) on (B) (6) 2010, with a 26mm amplatzer septal occluder (aso). There were no problems prior to discharge and no effusion or clinical symptoms noted. The patient became unwell at home on (B) (6) 2010, with complaints of palpitations and not feeling well. The patient collapsed and was emergently transferred to the hospital where a pericardial effusion was noted. Patient was then transferred to another hospital for surgical removal of the device and repair of the left atrial tear/perforation and an asd patch was applied. Patient remains in critical care. Additional information has been requested, including imaging of the implant procedure, cath lab report, and operative note, but has not yet been received.

Manufacturer narrative:
Aga medical could not evaluate the amplatzer septal occluder involved in this incident since it has not yet been received. Once the device and additional requested information becomes available, aga medical will file a supplement report.